Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not know what may have caused the air to be present in his patient line. The hp explained that he discarded the sample and did not know the lot number. The hp advised that he was able to continue therapy without any further issues. There was no patient injury or medical intervention reported. This complaint for a low drain volume alarm was confirmed. The cause was determined to be air in the patient line. The sample was not available and the lot number was unknown therefore no sample evaluation or batch review was performed. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated there were a couple air bubbles in the patient line near the transfer set. The technical service representative (tsr) advised the hp to restart the drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.